Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Customer reported thatthe cs300 intra-aortic balloon pump (iabp) lost power during patient transport. Cath lab prepared the unit for transoport of a patient to a different floor within the hosptial. Deparmtnet stated that the unit was on and they were about to transpprot when the unit suddenly lost power. According to the deparmtnent the unit only lasted roughly 10 minutes. Since they were in the department, it was possible for the unit to be immediately swapped with another balloon pump. Patient was succesfully transported with different unit. Department stated that they were able to plug the faulty unit in and charge. Unplugged, turned on and unit shut off immedicately. There was no patient harm.

Manufacturer narrative:
During a getinge field service engineer (fse) initial inspection found that unit battery charge indicator was lit and solid green. The on/off button just above the power cord is in the on position. Fse verified that the unit was fully charged according to the indicator (solid green). Power the unit on in service mode and performed a battery run time test. Unit was able to stay on and continuous cycle for 70 minutes before shutting down. No power errors reported in the error log. Replaced both lead acid battery packs (d146-00-0039). Performed battery test again. Verified that the unit continuously cycled for 135 minutes without issues. After completing battery test, completed preventive maintenance (pm) procedure. Verified with customer that unit fully charge and into solid green. Unable to duplicate immediate shutdown. However, battery could not perform consistently for 135 minutes. Battery replacement fixed the issue with battery capacity.

Event description:
N/a.